Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked error alarm. The customer stated they changed out the infusion set and attempted a bolus and again got insulin flow block alarm, already received new box of infusion sets and reservoir the alarm still occurred. Customer was assisted with possible causes of insulin flow blocked alarms. Customer stated they tried all remedies but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.